Event description:
It was reported that the cot dropped to the ground at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported however, the paramedic suffered a contusion on his left arm.

Manufacturer narrative:
Third party evaluation.